Manufacturer narrative:
B3: date of event unknown the suspected device was returned for evaluation. The review of event log performed and confirmed alarming error code 46440. A review of the available service history identified no previous related repairs within the last 12 months. Functional evaluation determined that the downstream occlusion (dso) sensor was not reading correctly. Replacing the faulty dso sensor resolved the error, and the pump subsequently passed all functional and accuracy testing. The probable cause was determined to be a faulty dso sensor.

Event description:
It was confirmed during inspection of the returned pump that error code 46440 was present and verified through the event logs. This error would interrupt therapy if it occurred during patient use and could potentially affect the patient. There were no patient involvement and no patient harm.